Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes the cap remained attached with the holders and needle during use. The following information was provided by the initial reporter. The customer stated: while collecting the sample, the tube opened on its own and cap remained attached with the holder and needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.(B)(6). E.1.initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes the cap remained attached with the holders and needle during use. The following information was provided by the initial reporter. The customer stated: while collecting the sample, the tube opened on its own and cap remained attached with the holder and needle.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 photographs from the customer in support of this complaint. Evaluation of the photographs indicated cap/stopper assembly stuck in the holder. 10 retained samples (tubes ¿ lot 2311302) were used to draw water using bd precision glide needles and bd single use holders. None of the cap/stopper assemblies got stuck in the holders during this exercise. Bd was able to confirm the customers indicated failure mode from the photographs attached. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.